Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8703w, lot# l37415, implanted: 1996 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had an infection at the pump site. No catheter study was done due to a dye allergy. The patient had a loss of therapy. The system was explanted. A culture was taken at the device pocket, the lumbar region, and of cerebrospinal fluid (csf). The cultures were pending. Antibiotic treatment was necessary. The date of onset/diagnosis of the infection was ¿two weeks.¿ the patient also experienced pain and redness at the device pocket and an ¿unknown location.¿ no device diagnostic testing or troubleshooting was performed or required. The system was being used to deliver morphine. Information regarding the patient outcome was not reported. Follow-up is being conducted and if additional information becomes available a supplemental report will be submitted.